Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. For clarification the reported failure of frayed wires was a broken pitch cable. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged and no other damage was found. The device history record review was completed. No non-conformances were identified to be related to this complaint.

Event description:
It was reported that during central processing frayed wires were observed on the permanent cautery hook instrument. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.